Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that at implant this right ventricular (rv) lead was placed in a high septal position with good threshold and lead measurements. Two weeks post implant, the patient presented to the hospital feeling syncopal. Loss of capture (loc) due to high threshold measurements was confirmed. The patient was admitted and surgical intervention was performed. The rv lead was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a stylet in the lead and the helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.